Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the patient reported that the replacement of their programmer had resolved their loss of stimulation. They reported their weight at the time of the event to be (B)(6) pounds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient programmer was beeping and the screen is blank. It was reported that the (B)(6) batteries were changed in the patient programmer and replaced with brand new (B)(6) batteries but the issue remains unresolved. The patient reported that they had a loss of stimulation. It was reported that the stimulator stopped working on (B)(6) 2017. It was reported that the patient programmer is not working so the stimulator cannot be checked. The patient was directed to follow up with their healthcare professional to check the ins battery if the new programmer does not connect. A replace patient programmer was requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.